Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated four times during the event. The patient was in a skilled nursing facility at the time of the event. The lifevest detected vf at 18:01:38 and conductive gel was deployed. Treatment #1 was delivered at 18:02:50. The patient remained in vf following the first treatment. A second treatment was delivered at 18:04:30 during vf. The second treatment successfully converted the vf to an idioventricular rhythm. CPR artifact was present beginning at 18:19:52. The patient degraded to asystole at 18:24:44. Two treatments were delivered at 18:33:04 and 18:33:30 during asystole. The treatments were low energy (102j, 97j) due to high impedance. The cause for the high impedance is unknown. The device properly delivered conductive gel during the event. The patient remained in asystole following the treatments. Oversensing of low-amplitude cardiac signal contributed to the two false detections. Asystole is considered a non-shockable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.